Event description:
Boston scientific received information from a journal article that discussed three case studies in which inadequate preoperative assessment of pulse generator function, coupled with erroneous assumptions about the effects of magnet application, appear to have contributed to or caused inappropriate implantable cardioverter defibrillator (ICD) therapy, pulse generator damage, or patient injury. This case involved a (B)(6) man with a bi-ventricular ICD that underwent elective thoracoabdominal aortic aneurysm repair in the right lateral position. The operative team used a magnet to suspend shock therapy during the surgery, but was unaware that the magnet mode was disabled due to guidant¿s product advisory. As a result, shocks were delivered inappropriately. A post-op check revealed at least 20 shocks and at least 12 atp sequences for electrical noise resulted in premature battery depletion requiring device replacement. This patient also suffered a perioperative cerebrovascular accident and it was not possible to discern whether the inappropriate therapy caused or contributed to the stroke.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.